Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose at the time of the incident was over 600 mg/dl. Customer's current blood glucose was 593 mg/dl. Customer reported symptoms related to their high blood glucose levels included difficulty breathing and thirst. Troubleshooting was done and the insulin pump alarmed during functional testing. Product is not expected to return.